Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. Through customer support-verified the o-ring inside the filter heater is in place and in good shape. Verified the heated filter door is secure. Inspection of the filter shows it is concaved on the mating face. Advised to get a new filter and inspect the rest of the filters in stock to make sure they are not in the same condition. Filter in use is a reusable filter. No response from customer for requests for additional information regarding parts replaced and unit back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported unit fails extended self-test (est) unless the heated bacteria filter is pushed in. No patient involvement.